Event description:
The patient has 2 leads (from the same lot) implanted as part of her scs system. It was reported the patient experienced ineffective stimulation due to both her supraorbital leads migrating. As a result, the patient underwent surgical intervention on (B)(6) 2014. During the procedure, it was discovered that only 1 lead had migrated. The lead was revised and the patient reported effective stimulation coverage postoperative.